Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported the distractor gears got stuck and would not move forward or backward. Intended distraction was not reached, device was removed.

Manufacturer narrative:
The stereo microscope investigation revealed surface damage. Further observation determined that there was no indication of material or manufacturing defects. The position of the movable foot plates are at the minimum. The review of the product device history records was performed on the lot number identified. In this investigation no anomalies were discovered. This concludes that the user turned in the wrong direction. The investigation results conclude that the root cause for the malfunction was a human error by the user. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.